Event description:
Deflation of mentor corporation saline breast implant. Dates of use: (B)(6) 2004 - (B)(6) 2012. Reason for use: breast augmentation. Exchange of mentor deflated left breast implant.